Manufacturer narrative:
It was reported that the ventilator generated alarms for low o2 concentration. No service was requested. The ventilator was repaired by the user facility who reportedly replaced the o2 cell. Identification of issue has been done by analyzing problem description and service report. The replaced part was not returned. No ventilator logs were provided. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. Previous manufacture date: 12/01/2014. Corrected manufacture date: 11/13/2014.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator alarmed for low o2 concentration. There was no patient harm. Manufacturer ref. #: (B)(4).